Event description:
It was reported that the user took a shower while the ilet was charging and later discovered she was disconnected from the ilet, after which she experienced elevated blood glucose; the specific value was not provided. Symptoms included dry mouth consistent with hyperglycemia. Outcomes included the user electing to remain disconnected and use subcutaneous insulin as backup therapy, with no alerts or alarms reported and no healthcare utilization. Investigation included technical support troubleshooting and education regarding appropriate use and avoidance of false meal announcements. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause, and the user was advised on safe backup therapy and disconnection interval. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.